Event description:
Manufacturer's representative confirmed programming calculations with manufacturer's technical services department, and the infusion programming was confirmed to be incorrect. Additional details provided include that incorrect programming occurred post-operatively after the intrathecal catheter was replaced due to an occlusion. The pump tubing volume of the implanted pump contained a drug concentration of 40mg/dl, which was too high to deliver the desired dose/day. The pump reservoir volume was filled with a lower concentration of 1mg/dl. Due to the concentration change, a bridge bolus was programmed. The values used for bolus calculation were incorrect which resulted in an infusion dose higher than the physician wanted to deliver to the patient. However, the pump was programmed to a stopped infusion mode prior to the patient receiving the increased dose. Further interventions were being considered to remove the old, higher concentrated drug safely.